Event description:
It was reported that during a routine inspection, the main unit power cord of cardiosave intra-aortic balloon pump (iabp) could not be retraced into the machine after being pulled out. No injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fileds - b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse found that the power cord could not be retracted into the machine. After reorganizing the power cord and cable reel inside the equipment, the power cord could be pulled out and retracted normally. The inspection function was normal, the test operation was normal, and the equipment could be used normally.

Event description:
N/a.